Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a lung volume reduction procedure. Reportedly, the instrument misfired. The surgeon applied another device. The hospital reported that no pt injury had occurred.